Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl and low blood glucose of 32 mg/dl. Customer stated that they had fluctuating blood glucose like 430 mg/dl - 43 mg/dl, 386 mg/dl - 35 mg/dl. Customer used insulin injections. Customer did not want to continue troubleshoot for the blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests.